Manufacturer narrative:
Belt sn (B)(4) was returned and evaluated at the distributor. The distributor evaluation indicated a potential intermittent processor issue with the u700 component on the distribution node (dn) pca board. The processor was out of tolerance. The intermittent issue cannot be ruled out as a potential contributing factor to the inability to baseline. The root cause of the intermittent issue cannot be positively identified. No adverse event resulted from the intermittent processor.

Event description:
A us distributor contacted zoll to report that a patient's baseline ECG could not be obtained.